Event description:
It was reported that the customer experienced a blood glucose (bg) level of 720 mg/dl and a high ketone level. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with a with a bolus via the pump prior to the hospitalization, and intravenous fluids of insulin and saline in the hospital. A pump system check was completed and confirmed the pump was functioning as intended. No issues were identified with the cartridge, infusion set cannula, infusion set tubing or insulin in use at the time of the event. No information was provided regarding discharge date from the hospital as the customer declined a follow up call to confirm the release date. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.